Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. Please disregard "h6: health effect clinical code - no clinical signs, symptoms or conditions" as this code is not applicable for this report

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. Date of event is an approximation. On (B)(6) 2025, it was reported that the patient experienced a cgm accuracy issue. The patient started to feel dizzy and was acting ¿goofy¿ according to her husband. The patient stated her cgm was providing a low value, however, a specific value could not be recalled and no bg meter comparison value was taken. The patient¿s husband administered glucagon to the patient. Despite the treatment, the patient was still acting ¿goofy¿, so 911 was called. Once emergency medical services (ems) arrived, the patient¿s bg meter reading was 22 mg/dl and the cgm was reading 130 mg/dl (but then the patient later stated she couldn¿t recall the value). Ems treated the patient with glucagon. After treatment, the patient felt better and was ¿aware¿. She was then transported to the emergency room (ER). At the emergency room, the patient¿s bg meter reading was 30 mg/dl and the cgm was reading 50 mg/dl. The patient was treated with a third dose of glucagon. She was then discharged home after approximately 8 hours with a bg meter reading of 128 mg/dl. The patient was ¿stable¿ at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the d zone of the parkes error grid was taken when the paramedics arrived. The reported glucose values fall within the b zone of the parkes error grid was taken at the hospital. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.